Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the needle was clogged and was unable to deliver medication with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from french to english: a dozen clogged needles.